Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a low flow in the intensive care unit (ICU) few hours after the implant procedure. Echocardiogram was performed that showed a dilated left ventricle, an opening aortic valve with no response of left ventricular end-diastolic diameter (lvedd) on increasing left ventricular assist device (lvad) rotations per minute (rpm). The patient was taken back to the operating room for reoperating and control of the lvad system. The outflow graft was free of compression or twist. On cardiopulmonary bypass support, the heartmate (hm) pump was disconnected from the apical cuff that revealed thrombus in the inflow cannula. The thrombus was removed and the pump was rested in water with acceptable response on increasing rpm/ flow. The pump was exchanged for safety reasons. Log files were submitted for analysis which contained some implant data early in the log file and some normal vad data was logged after the emergency backup battery (ebb) was installed from 21nov2023 at1213 to 1251 with the flow in the mid 3 liters per minute (lpm) range. After that time, some intermittent low flow events were noted with the flow in the low 2lpm range. The calculated flow fluctuated between the mid 2 lpm to low 1 lpm range causing the low flow events. The pump was stopped intentionally on 21nov2023 at 1544 and resumed operation several seconds later.

Event description:
Additional information was received that there were no changed to the patient condition or anticoagulation status that may have contributed. The patient experienced limited lvad flow and dilated left ventricle as symptoms of the thrombus. No computed tomography (CT) images or results were available. The thrombus resolved with the exchange of the pump.

Manufacturer narrative:
Section d3, g1: updated information. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the suspected thrombus could not be confirmed through this evaluation. A specific cause for the reported suspected thrombus could not be conclusively determined through this evaluation. A direct correlation between the device the reported events could not be conclusively established through this evaluation. The controller event log files contained events from (B)(6) 2023. The log files observed low flow events and an intentional pump stop. No other notable events or alarms were observed, and the pump appeared to function as intended at the stored speed. (B)(6) was returned assembled with the pump cable severed approximately 10.5¿ from the pump housing. The remainder of the pump cable (including the inline connector) and the modular cable were not returned. The cuff lock had been disengaged prior to the pump's return for evaluation. The sealed outflow graft, sealed outflow graft bend relief, and apical cuff were not returned with the device. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations which would have contributed to a flow or functional issue during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The log files retrieved from the returned devices appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides an explanation of each of the pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor,¿ describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.